Event description:
Complainant alleged that during biomed testing the device's energy output was out of spec. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty safety relay on the hv module.